Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a micro-volume extension set was cracked which resulted in a medication leak. This issue was further described as, ¿syringe tubing was cracked at connection that syringe attaches to, med spilling onto floor instead of into patient¿ and ¿the tubing wears down and eventually cracks¿. This issue was observed during ketamine infusion while connecting a syringe to the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.